Manufacturer narrative:
Calibration data was within expectations. The field service engineer determined the sipper flow path was contaminated. The sipper probe and flow path were flushed. The sipper probe tubing was replaced. The photomultiplier tube high voltage was adjusted. A system volume check and blank cell calibration were successfully performed. The customer ran controls successfully. The investigation determined the service actions resolved the issue. The customer did not report any other issues after service. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys vitamin d total iii on a cobas e411 rack. A physician questioned the initial values so the samples were repeated. The repeat values were deemed correct. The first sample initially resulted in a vitamin d value of 8.13 ng/ml. The sample was repeated twice on (B)(6) 2024, resulting in values of 29.04 ng/ml and 30.01. The second sample initially resulted in a vitamin d value of < 6.00 ng/ml with a data flag on (B)(6) 2024. The sample was repeated on (B)(6) 2024, resulting in a value of 24.57 ng/ml. The third sample initially resulted in a vitamin d value of 8.81 ng/ml on (B)(6) 2024 and it repeated as 25.35 ng/ml on (B)(6) 2024. The sample was repeated 10 additional times on (B)(6) 2024, resulting in the following vitamin d values: 25.60 ng/ml, 24.95 ng/ml, 25.13 ng/ml, 24.89 ng/ml, 25.75 ng/ml, 26.12 ng/ml, 23.15 ng/ml, 25.88 ng/ml, 27.11 ng/ml, and 24.73 ng/ml.